Event description:
Related manufacturer report number: 2017865-2022-40172. It was reported during remote follow up that the pacing impedance of the right ventricular lead had greatly increased. Fracture was suspected. Upon admittance to the emergency room, the lead was found to exhibit a loss of capture. The lead was capped on (B)(6) 2022 and successfully replaced. In addition, it was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was prophylactic. The patient was stable and asymptomatic.